Event description:
It was reported that the patient (pt) stated initially in the call that they were frustrated because they felt like they are always calling in because of external equipment not working. The pt stated they have to charge the ins every day; the pt stated the ins battery "went out " for a couple of days. The pt reported they are seeing a message on the controller "battery empty charge the controller." The pt tried to charge the controller but that is the message that they keep seeing. The pt stated it is stuck on that screen. The pt removed the li battery and connected the controller to ac power - pt verified the controller does power up and she is seeing the lock message. The pt put the li battery pack in and reported seeing the message: "battery low recharge the controller". The pt stated the controller has a solid green light when connected to ac power. Patient services (pss) reviewed with pt that they just had the rtm cord replaced. The issue was not resolved. Pss is sending a request to repair for the controller and the li battery pack. The patient (pt)called and mentioned they got the replacement controller, but then got to the numbers screen, but could not get the controller to advance and the controller eventually went blank. During the call, pt plugged the controller into the ac power supply and the controller was charging. Pt then got connect the recharger screen, but controller batteries were too low to connect the recharger. Patient services specialist(pss) suggested the pt charge the controller to full and then connect the recharger to finish the pairing process. Pt called back and stated they had fully charged up the replacement controller (ptm) after speaking to previous agent until the green light stopped flashing. Pt confirmed the battery recharge indicator light was solid green before disconnecting the power supply. Pt indicated from what patient services (pss) understood was they had then connected the recharging antenna (rtm) to start a recharging session for their neurostimulator (ins) battery. However, the controller went unresponsive so they reconnected it to the power supply but the controller (ptm) was still had a blank screen today. Pss walked caller through ptm reset process by making sure nothing was plugged into it. Pss then had them remove the li battery pack (bp), plug ac power supply into power source, verify power adapter light was illuminated, connect power supply to ptm but device did not power on. Caller then tested the ptm with aa alkaline batteries. Ptm powered on with batteries empty [79]: replace the controller batteries displaying. Pt implied the aa's could be low or depleted. Nothing unusual or visible damage was detected when pt inspected the power supply cord/plug. Pss consulted with repair to replace all external components due to possible cross-contamination. A replacement recharger telemetry module (rtm), controller, battery pack, and ac power supply were sent out. Pss later made outbound call to let pt know they will need to charge the li battery pack (bp) first prior to setting up controller. [See general text info for details on omitted information.] Additional information was received from a patient (pt). It was reported that patient services (pss) made an outbound call to follow up with pt regarding replacement equipment. Pt was unable to go into detail due to a family emergency, they did however state that the replacements appeared to have resolved the reported issues. They mentioned seeing a feature which they did not understand. Pss will attempt to contact pt tomorrow to get details and review information.

Manufacturer narrative:
Continuation of d10: product ID 97745, lot# , serial# (B)(6), implanted: explanted: product type programmer, patient product ID m995402a001, lot# serial# (B)(6), implanted: explanted: product type product ID 97745nt lot# serial# (B)(6) , implanted: explanted: product type product ID m995402a001 lot# serial# (B)(6) implanted: explanted: product type product ID 97755-s lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97745ac lot# serial# unknown implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97745nt, serial/lot #: (B)(6), ubd: , UDI#: (B)(4), b3: event date is month and year valid h3: analysis found unit pairs and charges ins and internal battery pack and powers up with battery pack, ac charger and aa batteries. Was able to pair and communicate with test implant via wireless and activate and deactivate stim functions. Cleaned charger rtm connector. Excellent recharge status. No anomalies were visually observed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.